Manufacturer narrative:
Concomitant product: product ID: pm3210, ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular lead had no capture. The lead remains in use and may be revised at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.